Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline failed to open and was stuck in the distal section of the phenom catheter. The surgeon used ped to treat the patient's tandem aneurysm. After the stent microcatheter was in place, the ped was delivered in place and the stent was deployed in the straight section of m1. During the deployment process, it was found that the overall tension was very large, phenom27 appeared accordion-like, and pipeline flex could not be deployed normally and got stuck in the catheter. The surgeon tried to retrieve it but failed. Finally, it was withdrawn from the body, and the stent microcatheter and stent were replaced to complete the operation. There was no pushwire damage. The catheter was flushed as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was being treated for an unruptured, saccular aneurysm in the left ophthalmic artery. The max diameter was 7.8mm and the neck diameter was 4.12mm. The distal landing zone was 4.2mm and the proximal landing zone was 4.7mm. Vessel tortuosity was severe. Vessel tortuosity was moderate. The access vessel was the left femoral artery with a diameter of 7.9mm. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported. Additional information was received that the pipeline tip end was deployed to open but not fully opened. There was no equipment, patient, or surgery related issues.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex device was returned within the phenom 27 catheter. Damage location details: the pushwire was extending out from catheter hub. In addition, distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from hub to ~25.0cm from proximal end. In addition, the catheter body was found to be accordioned from ~13.5cm to ~9.0cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The pipeline flex device was pushed out from catheter lumen without any issue. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 were confirmed to have resistance as the pipeline flex device was returned within phenom 27 catheter. The pipeline flex braid and phenom 27 catheter were found to be damaged. From the damages seen on the braid (frying) and catheter body (accordioning); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. However, based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be fully opened and damaged. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline was not placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline, specifically: the operator reported that he tried to retrieve it but failed.